Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   In this case, the exact cause of the stenosis cannot be confirmed with the limited information provided; however it is possible patient factors (pre-existing valvular disease process) may have contributed to the valve stenosis.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the clinical specialist, 4 years, 2 months post implant of a 23mm sapien valve in the aortic position, a valve in valve procedure was performed, placing a 23mm sapien 3 within a stenosed 23mm sapien valve. Prior to the valve in valve, the patient's peak gradient was 53mmhg, mean gradient was 31mmhg, and ef was 25%. The patient was symptomatic. No medical history is available.